Event description:
It was reported that the patient experienced a shocking or jolting sensation and painful stimulation when her stimulation was on and off. Further information is being requested from the hcp.